Manufacturer narrative:
Evaluation results: patients condition affected effectiveness of device (92% stenosed and tortuous). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Conclusion results: device failure/lack of effectiveness related to patient condition (lesion morphology) 92% stenosed and tortuous. Unable to confirm complaint (device not returned). (B)(4).

Event description:
Device evaluation: the distal tip of the device was stubbed and frayed. The lumen of the balloon had evidence of blood present. The balloon when inflated to 10atm showed a pinhole leak present in the middle section of the balloon situated slightly proximal to the markerband.

Event description:
A sprinter legend balloon dilation catheter was been used to pre-dilate a lesion in the lad. The lesion was 92% stenosed and tortuous. It was reported that during the procedure the balloon ruptured at 12 atms. Device was inspected prior to use with no issues noted. Another device was used to complete the procedure. Patient is reported to be good post procedure.